Event description:
The pt reportedly experienced intermittency between the external equipment and the cochlear implant. Testing revealed one shorted electrode. Troubleshooting was performed. The issue was not resolved. Surgery to explant the pt's device will be scheduled.